Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue when the batteries were loosened from the well. The technician observed that the plastic battery retaining clip is in place but small cracks are visible along the bottom of the clip, when battery is inserted into battery well manipulation was required in order for the clip to catch the frame of the well and remain locked in place. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: mechanical problem identified. Section h6 results code of initial MDR should indicate: no device problem found . Section h6 conclusion code of initial MDR indicates: cause traced to component failure section h6 conclusion code of initial MDR should indicate: cause not established. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue when the batteries were loosened from the well. The technician observed that the plastic battery retaining clip is in place but small cracks are visible along the bottom of the clip, when battery is inserted into battery well manipulation was required in order for the clip to catch the frame of the well and remain locked in place. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The batteries and the battery clip were replaced as a precautionary measure. The device passed functional and performance testing and was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.